Event description:
Info received indicates the battery backup is not holding enough charge to operate the foot pedal when the ac power is disconnected, but the battery status led indicates a full charge.

Manufacturer narrative:
The tech replaced the battery to repair the bed.